Event description:
Boston scientific received information that this right ventricular lead displayed high out of range pacing impedances. A request for additional information has been made. No adverse patient effects were reported.

Event description:
Subsequent information indicates that the local field representative indicated that the lead had possibly fractured. The patient will be seen in clinic for follow up at a later date. No adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information has been received. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that the patient was seen in clinic for routine follow up. The lead continues to display high, out of range pacing impedances. Isometrics were able to generate a little bit of noise on the electrogram but the noise was not oversensed. The physician will continue to monitor the patient. No adverse patient effects were reported. The lead remains in service.